Event description:
The pt was seen at the implant center for device eval in 2000. Testing conducted at the center demonstrated pt's system was no longer functioning. Device explantation will take place in 2001.